Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('removal') in a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 35-year-old female patient who had essure (batch no. A78090) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, grand multiparity, anemia and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. On an unknown date, the patient experienced iron deficiency anaemia ("chronic blood loss anemia") and uterovaginal prolapse ("incomplete utero vaginal prolapse"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, iron deficiency anaemia and uterovaginal prolapse outcome was unknown. The reporter considered iron deficiency anaemia, uterine haemorrhage and uterovaginal prolapse to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-jul-2020: medical record received. Reporter information updated. Other relevant history updated. Lot number newly added. Event medical device removal updated to abnormal uterine bleeding. New event added: chronic blood loss anemia and incomplete uterovaginal prolapse. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('abnormal uterine bleeding') in a 35-year-old female patient who had essure (batch no. A78090) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, grand multiparity, anemia and uterine bleeding. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. On an unknown date, the patient experienced iron deficiency anaemia ("chronic blood loss anemia") and uterovaginal prolapse ("incomplete utero vaginal prolapse"). The patient was treated with surgery (da vinci hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, iron deficiency anaemia and uterovaginal prolapse outcome was unknown. The reporter considered iron deficiency anaemia, uterine haemorrhage and uterovaginal prolapse to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of medical device removal ('removal'). In a female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2018, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 5 years after insertion of essure. The patient was treated with surgery (essure removed on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jun-2020, quality-safety evaluation of product technical complaint. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.